Event description:
Event description cpi received information that two myocardial leads were capped. An invasive procedure was performed because the physician suspected an insulation failure. The leads were replaced with a bipolar lead.